Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device infusion rates were out of range. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, additional information was received indicating the issue was found during testing even problem patient code updated device evaluation (completed 05-apr-2022): one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing included accuracy testing and found that the device was within both the control limit and manufacturing specifications. No issues were found with "no disposable" alarm. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.